Event description:
The patient has complained of hives and itching since the coils were inserted. The physician is requesting info on how much nickel is in the coils and if there have been any cases of nickel allergy related to the coils.

Manufacturer narrative:
Itching and hives. Allergic reactions. No product or images has been received to assist in this investigation. The materials that are used to manufacture mreye embolization coils have been shown to be biocompatible per (B)(4). The exact size of quantity of coils implant was not available. The nickel-iron-chromium alloy that makes up the coiled portion of the embolization coil is composed of approx 58% nickel. The materials that are used to manufacture mreye embolization coils have been shown to be biocompatible per (B)(4). According to the toxicological profile for nickel document from the (B)(6) approx 10-20% of the population is sensitive to nickel and the prevalence of sensitivity is higher among young women than any other segment of the population. Based upon customer testimony, this complaint has been confirmed. We will continue to monitor for similar complaints and have notified the appropriate personnel. The risk analysis was not updated in response to this complaint because the addition of this complaint would not increase the occurrence rating or risk priority number. Therefore, the conclusion that the associated risk is insufficient to require mitigating actions at this time is still valid.